Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 300 mg/dl while in the process of changing the infusion set and cartridge on an ilet system; the supply change had been started, temporarily interrupting insulin delivery, and was later completed with delivery resumed, with education provided to allow time for glucose to improve. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user interview and review of use conditions. Investigation of this case revealed that interrupted insulin delivery during an incomplete supply change was the likely contributor to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy during maintenance steps.